Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed an incoming functionality test due to an open orange wire (+5v) in the cable between ECG "c" and "d" and the distribution node. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.